Event description:
It was reported that the patient had the device explanted because, the ¿sciatica nerve¿ was ¿fixed¿ and it was no longer needed. Now the nerve was ¿messed up again.¿

Manufacturer narrative:
Product ID: 377760 lot# v002341, implanted: 2006 (B)(6), product type lead product ID: 355029 lot# n0044140, implanted: 2006 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).